Event description:
It was reported that a loss of telemetry monitoring occurred for 6 pts for approx 2.5 hours due to a presumed hardware failure. The pts were monitored visually by nursing staff, but no alternative physiological monitoring was available. There were no pt injuries reported. Ge healthcare's investigation in the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.